Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high undefined impedance on the left ventricular (lv) lead. There was also an increase in lv threshold and possible high threshold was noted. There was oversensing noted on the right ventricular (rv) lead on stored electrograms (egm). Follow up yielded no information. The leads remain in use. No patient complications have been reported as a result of this event.